Manufacturer narrative:
Additional narrative: upon further internal evaluation additional information regarding the product was obtained. It was clarified that this event could not cause or contribute to a serious injury or death. Therefore, the initial and supplemental medwatch reports were submitted in error. No further investigation will be performed at this time.

Manufacturer narrative:
The actual device was returned for evaluation. The motor device was evaluated and the reported condition of the motor getting hot was confirmed. An assessment was performed on the device and hall 2 was determined to intermittently fail high. The cause for the intermittent failure of hall 2 appears to be due to damage of the motor¿s wires from possibly having been pulled on excessively. The motor was electrically tested by connecting to a console and hall 2 (s2) was determined to intermittently fail high. It was observed that the failure could be intermittently caused by moving the wires on the proximal end of the motor ¿ particularly the red hall power wire. During evaluation the wires at the proximal end of the motor were visually inspected and appeared to have been possibly pulled on excessively and causing internal damage in the motor resulting in the observed hall failure. The motor¿s wires were also observed to have male contact pins attached at the ends from having been assembled into a handpiece device. The cause for the intermittent failure of hall 2 appears to be due to damage of the motor¿s wires from possibly having been pulled on excessively. The assignable root cause was determined to be component damage caused by user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). PMA/510(k) number is unknown. Device manufacture date: the device manufacture date is unavailable. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that the new motor device was getting hot after one minute of running. It was not reported if this event occurred during a surgical procedure. It was reported that there was no delay in a procedure due to the event. It was not reported if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.